Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient had discomfort and burning sensation at pocket. It was noted it was unknown if stimulation was on or off. It was reported the symptoms were worse while sitting. It was noted the patient did a lot of sitting on a road trip and the symptoms started a month after the trip. It was reported the patient 'played' with their device too much. It was noted all impedances were within normal limits. It was reported the patient was receiving effective therapy. It was noted the patient had pain at the pocket site.